Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a red irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended wearing only at night or when leaving home for the skin irritation. Follow up indicated that the skin irritation improved.